Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6): inratio: 1, lab: 1.7; date: (B)(6): inratio: 1.2, lab: 2; date: (B)(6): inratio: 1.2, lab: 2.5. Lab blood samples taken within 30 minutes of inratio tests. Therapeutic range: 2-3. Patient has been taking warfarin since stroke on (B)(6).

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.